Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined. This is report 2 of 2 - cooresponding report 3025141-2025-00130.

Event description:
It was reported that during a rib fracture surgery, the back of the guide broke off without being touched or torqued. Another device was reported to complete the surgery. The broken piece was retrieved from the patient. The surgery was prolonged by 60 minutes. There were no reported adverse patient consequences.